Event description:
It was reported that the patient was swimming in a lake near some submerged lights when the patient received two inappropriate shocks. The electrogram was described as being consistent with 60 hertz noise. Additional information was received disclosing that there was interference due to the lights around the boat house. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407645 lead, implanted (B)(6) 2013. (B)(4).